Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge her scs system for approximately 2 years due to the pain subsided. Reportedly, the ipg is no longer able to communicate with any external devices and is inoperable. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a new model which resolved the issue.